Event description:
Allegedly, the base was removed during the revision surgery.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. The user facility advises this is not a reportable event; therefore, no medwatch 3500a will be received. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00102, 00103, and 00104.